Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob & gender not provided by reporter. Date of event: unknown. Additional classification codes are mni & kwp. This report is for unknown domino connector (parallel connector). Other: UDI: unknown part number, unknown lot number, UDI is unavailable. Device is not expected to be returned to synthes manufacturer for evaluation /investigation, concomitant medical products: therapy dates vary: aug 17, 2012 thru apr. 4, 2013 for unknown part #, unknown lot # and unknown quantity. (B)(6). (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterolateral spinal fusion from t7-8 through l1-2 using the matrix spine system, on (B)(6) 2012. This was an extension of previous a fusion from l2 to s1. Initial hardware implanted was a competitor steel construct. On (B)(6) 2013, the patient underwent surgical revision due to acute pain and instability in the thoracic and lumbar spine. It was found that the left titanium rod fractured at the junction of l1 to l2 where the matrix instrumentation and existing construct met. The patient also had complaints of muscle spasms, mental anguish, insomnia, as well as anxiety and apprehension about his mental and physical condition. During the (B)(6) 2012 surgery, the new titanium matrix system that was implanted from t7 - l2 which was connected to the previously implanted (non-synthes) stainless steel system with a synthes domino connector (parallel connector). Postoperative imaging confirmed device placement. The construct failed approximately 2 month prior to the revision surgery on (B)(6) 2013. The patient was having significant pain. The left side 5.5mm titanium rod broke and that the domino connector that had connected the stainless steel system into the titanium system pulled off the stainless steel rod. During the (B)(6) 2013 revision surgery all of the hardware, stainless steel and titanium were removed. It was reported on the surgical record that it took an abnormally long amount of time to remove the previously implanted (non-synthes) stainless steel system. It was also reported that the synthes titanium screws were in good position and that none had backed out. The (B)(6) 2013 revision surgery was removal of segmental instrumentation, t7 - s1, implantation of segmental instrumentation, t7 - s1, revision arthrodesis t7-8, t8-9, t9-10, t10-11, t11-12, t12-l1, l1-l2, l2-3, l3-4, l4-5 and l5 -s1. Intraoperative fluoroscopy and o arm CT was performed, iliac crest bone marrow harvest, auto graft and allograft. There were no reported complications with the surgery. This complaint involves 2 device. Concomitant devices: unknown pedicle screws, unknown part #, unknown lot # and unknown quantity. Unknown screw caps, unknown part #, unknown lot # and unknown quantity. Unknown cross linking adaptors, unknown part #, unknown lot # quantity 2. Unknown 5.5mm rod, unknown part #, unknown lot # quantity 1. Unknown non synthes stainless steel construct at l2 to s1 unknown part #, unknown lot # and unknown quantity. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Other device product code use: nkb, mni, kwq, kwp. Catalog number. Other number- UDI # (B)(4) lot unknown. Concomitant product(s): therapy dates vary: from (B)(6) 2012 thru (B)(6) 2013. Patient date of birth and weight were provided by the reporter and reported under initial (B)(4). Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported medical reports were reviewed by manufacturer. Concomitant devices reported: matrix polyaxial screws 5.0mm x 45mm (part #04.632.545, lot #unknown, quantity 2), matrix polyaxial screws 6.0mm x 45mm(part #04.632.645, lot #unknown, quantity 2), matrix polyaxial screws 7.0mm x 55mm (part #04.632.755, lot #unknown, quantity 2), matrix polyaxial screws 8.0mm x 55mm (part #04.632.855, lot #unknown, quantity 5), matrix polyaxial screws 8.0mm x 60mm (part #04.632.860, lot #unknown, quantity 1), ti matrix locking cap (part #04.632.000, lot #unknown, quantity 12), ti hard rod 5.5mm x 300mm (part #04.633.293, lot #unknown, quantity 2), ti snap-on open parallel connector (part #04.633.404, lot #unknown, quantity 1), ti snap-on transconnector (part #04.633.338, lot #unknown, quantity 2), non-synthes stainless steel construct at l2 to s1 (part #unknown, lot #unknown, quantity unknown).